Event description:
Account alleged the employee placed the power plug into the wall outlet and received an electrical shock to her right hand. Employee required emergency treatment and surgery to the hand and forearm.

Manufacturer narrative:
Per the account, the stretcher will not be available for technician evaluation until 09/30/2010.